Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the exact product code of the enseal device? What part of the enseal was broken off/missing? What is the location of the 2 pieces in the patient? What is the approximate size and shape of the pieces? Is a picture or copy of the x-ray available for ethicon medical review? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy a piece of the device was retained in a patient two years ago. During the course of this case, two very small pieces of the clamp broke off in patient. Through several discussions it was decided that removing these small pieces would cause more harm to this patient. No further information was provided.